Event description:
The customer called to report that an experienced healthcare worker (hcw) had hydrogen peroxide contact. The contact occured while the hcw was removing items from a completed sterrad® nx sterilization cycle. The hcw reported having white discoloration and tingling on her left thumb for a duration of 45 minutes. After contact with hydrogen peroxide, the area was rinsed with running water for fifteen minutes. The hcw was not wearing ppe. The hcw's symptoms have resolved.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system hazard and user misuse analysis. The DHR (device history review) for sterrad nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact while handling a processed biological indicator is considered none/ negligible. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) is reported to be a category 1 or "broadly acceptable risk". The sterrad nx was inspected following the incident by an asp field service engineer (fse) who found no problem with the unit. There were no parts replaced. An empty test cycle was run and the system met asp specification.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.